Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device broke during surgery. All pieces were removed and the procedure was completed successfully.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. Alleged failure: break. Probable root cause: tip breaking due to design or manufacturing of electrode or ceramic: - electrode design - welded electrodes- incomplete weld, weld too small, not located correctly - mim electrodes-variability in electrode material mixture, internal micro cracks, - excessive re-grind, tool wear or rework - laser-variation in cnc control, loose threads or motor off, or laser focus off etch-over or under-etching - voids in ball-forming process ceramic design: - variation in material mixture of ceramic, manufacturing workmanship errors, excessive glass binders leading to fractures - use error. The failure mode will be monitored for future reoccurrence. Mfg date: manufacture date is not known.

Event description:
It was reported that the device broke during surgery. All pieces were removed and the procedure was completed successfully.